Event description:
It was reported that the device had an impedance issue and subsequently the procedure was cancelled. During an ablation procedure to treat atrial fibrillation/flutter, an intellanav stablepoint catheter was selected for use. The catheter was inserted into the right atrium, connections were all good. When radiofrequency was started, there was no impedance drop despite having 20 grams or more of contact force and a grounding pad on the patient's thigh. (Starting impedance was around 150.) Trouble shooting was performed; the connections were disconnected and re-connected and a signal displayed on the system. The flow rate of the catheter was changed from 30ml to 17ml, but the issue persisted. Due to no impedance drop, the physician chose to discontinue the procedure. There were no patient complications. The device is expected to be returned for analysis. This is being reported for procedure cancellation.